Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. Inadvertent mishandling during use and/or during shipment for return analysis possibly resulted in the noted needle at the vac location on the gauge; however this cannot be confirmed. The noted corroded gauge is likely a result of exposure to the elements during transit back to abbott vascular for analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during use the indeflator device a leak was suspected as the indeflator did not work. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.